Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer complained of an erroneous low result for 1 patient sample tested for elecsys ft4 ii assay (ft4 ii) on a cobas 6000 e 601 module. The initial ft4 ii result was 2 pmol/l. This result was below the customer's validation range of 7 pmol/l, but the result was reported outside of the laboratory. The result was questioned by the clinician and repeat testing was requested. On (B)(6) 2018 the sample was repeated with a result of 20 pmol/l. There was no allegation that an adverse event occurred. The ft4 ii reagent lot number was 265631 with an expiration date of (B)(6) 2018. Qc results were acceptable. No other patients were affected. Instrument performance testing data from (B)(6) 2018 was acceptable. Based on the qc data, a general reagent issue can be excluded. The investigation was unable to find a definitive root cause.